Manufacturer narrative:
Device received with operating currents within spec and passed self test. However, device alarmed pump error 38 during the rewind due to corroded motor home switch. Unable to verify pump error 43 or perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to pump error 38. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received insulin pump error alarm during bolus for 8 times. The customer¿s blood glucose level was 170 mg/dl. The customer stated that the insulin pump was not exposed to high magnetic field. Customer was able to clear the alarm, however not able to rewind the insulin pump. The customer was advised that the insulin pump required to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.